Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter ID (B)(4). However, transmitter ID (B)(4) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the [share logs/bin file] was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. For transmitter 8xsx3f. The probable cause could not be determined. No injury or medical intervention was reported.